Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees, that the report constitutes an admission that the product, abiomed inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A fifty-eight year old male was treated for acutely decompensated chronic cardiomyopathy. An impella 5.5 was inserted. On the 14th day of support, during repositioning, a tear in the anticontamination sleeve was noted that might have happened during the repositioning maneuver that prove challenging. Hemodynamic support to the patient remained uncompromised. After 18 days of support, the patient was successfully bridged to a left ventricular assist device. Engineering assessment by (B)(6) during impella 5.5 support, the anti-contamination sleeve was found to be damaged after repositioning had occurred. The impella 5.5 continued to support the patient until the patient received a durable lvad, and no patient harms were noted. This is considered a reportable malfunction.